Event description:
Reporter indicated that vns patient has recently experienced a drastic increase in seizure activity. The patient indicated to they neurologist that "the vns was not working well" for them so they increased device duty cycle, lowered the patient dilantin dosage and added trileptol to the patient's drug regimen. The patient's seizure frequency then increased from 1 seizue frequency then increased from 1 seizure every other day to 4 seizure daily. The patient's family member reports that use of the magnet no longer works to abort the patient's seizures. Treating neurologist has since instructed the patient to discontinue the trileptol as he believes that may be the cause of the increased seizure frequency. Review of manufacturing records for both the pulse generator and the bipolar lead to revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether the vns therapy caused or contributed to the reported increase in seizure activity or whether it was medication-related.